Manufacturer narrative:
This report is submitted on july 21, 2020.

Event description:
Per the surgeon, the patient experienced poor performance with the device. The device was explanted on (B)(6) 2020. The patient has not been reimplanted with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on january 29, 2024.